Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft of the balloon catheter broke within the guide catheter, and the balloon became trapped in the vessel after the stent was implanted. Additionally, a kink was observed in the mid-shaft of the catheter. The device was removed by pulling it out. The procedure was completed using an alternate device without any complications, and no patient-related issues were reported.